Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. The reported 32056 error was confirmed and replicated. In artemis, the 32056 error was found indicating failure to initialize i2c device pointing to the pitch axis, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056-error occurred in the pitch axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, pftp error logs verified the unit displaying error 32056 with no coinciding test failure no aba testing was performed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints. A review of the site¿s system logs revealed errors 1123; arm2 usm encoder error, failed to read cal data from searchlight., 32056; aca in usm2 failed to initialize i2c device, 901/905/906; the aca in usm2 is reporting error log full and 23000; pot overtravel limit, usm2, axis 2 which may have been in association with the customer-reported event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they experienced non-recoverable errors on universal surgical manipulator (usm) 2 prior to starting the procedure, after anesthesia but before any ports were placed. The tse verified the error by checking the logs and instructed the customer to perform a hard power cycle reboot of the system. However, the issue persisted with usm 2. The tse informed the customer that it was possible to proceed with three arms, but the customer opted to wait for the field service engineer (fse) to resolve the issue. The procedure was completed robotically as planned without any harm to the patient. The customer was unable to release patient information due to the hospital's privacy policy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the procedure was completed with three arms. There was a procedure delay of 30 to 60 minutes.